Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable following an unrelated surgical procedure. The next course of action has yet to be determined.

Event description:
Follow-up identified surgical intervention is planned as the next course of action.

Manufacturer narrative:
D6b- date of explant is unknown.

Event description:
Additional information received indicated the ipg was explanted at an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.